Event description:
We were informed that there has been an incident with one of our scooters, the comet 3 wheel scooter. On friday (B)(6) 2015 the comet scooter of a disabled man ((B)(6)) caught fire. The fire was spread so fast that not even emergency services could help him. Media channels (and also the dealer who delivered the scooter to the institution) alleged that a burning cigarette was the cause of the scooter catching fire. However, an autopsy on the body and further research of the scooter (that has been confiscated by the authorities) have to determine cause of death. Officially, nothing has been communicated so far.